Event description:
The patient had a thoracentesis performed during which time the safe-t-centesis kit tubing was attached to the catheter. Pleural fluid was easily aspirated into a syringe from the catheter but was unable to be aspirated through the tubing into the collection bag. A new kit was then opened, and the pleural fluid was able to be aspirated into the tubing into the collection bag.